Event description:
It was reported that during the pt's dialysis treatment, the catheter port and venous bloodline became loose and oozed approximately 75-80cc of blood. There was not a complete system separation. The pt suffered no ill effects from the incident. The catheter remains in the pt and is functioning fine.